Manufacturer narrative:
The customer did not return product or sample for investigation testing. The customer states that they are sent the donor sample for molecular testing for the k antigen. Hemagglutination tube testing was performed with retention anti-k (human monoclonal) series 2, lots 5a7517-1, 5h7518, 5h7518-1 and 6a7519 using k+k+ and k-k+ red cells. All reactivity was as expected. The event appears to be related to the nature of the sample. The package insert for anti-k (human monoclonal) series 2 states: "red blood cells producing weak test results should be evaluated further in direct antiglobulin tests or in typing tests, with other anti-k reagents before the k phenotype is assigned." And "the positive reactions obtained with red blood cells of weakened k system phenotypes, such as mcleod red blood cells, may be weak than those obtained with randomly selected control red blood cells tested in parallel."

Event description:
Customer reported unexpected negative reactions with immucor anti-k (human monoclonal) series 2, lot 5a7517-1 when testing a donor sample. The donor also resulted as negative with lot 5h7518 and 5h7518-1 in previous testing performed in 7/2006 and 9/2006. The most recent testing on this donor was performed on 11/29/06 using immucor anti-k (human monoclonal) series 2, lots 6a7519 and h7521 demonstrated 1+w reactivity. Repeat testing performed with ortho polyclonal anti-k also demonstrated 1+w reactivity. This is a regular donor that was not transfused between donations, according to the customer. This donor's units previously typed as k negative were used in transfusion of a sickle cell patient on 3 different occasions in 2006. The patient serum did not contain anti-k; there were no adverse reactions to the transfusions and the patient has not developed an anti-k. No medical action was taken as a result of the transfusion.